Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she has been experiencing blood glucose levels as low as 39 mg/dl recently. The customer stated that her hcp has adjusted the insulin pump settings, but she continues to experience low blood glucose levels. The customer was concerned that her insulin pump may be over delivering. Attempted to troubleshoot with the customer, but the call was dropped. Called the customer back but there was no answer. Nothing further was reported.